Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 4.00mmx38mm synergy¿ drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was loose from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent to be damaged. Struts 1-12 from the proximal end of the stent were undamaged. The remainder of the struts were stretched, deformed and pulled distally with struts were pulled over the tip of the device. The proximal end of the stent had moved approximately 1mm from the crimped stent position. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a midshaft kink approximately 3.5mm distal of the hypotube/midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 4.00mmx38mm synergy¿ drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was loose from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.